Event description:
This report was received from (B)(6) and is a solicited report by a nurse from (B)(6) of a break in aseptic technique and bacterial peritonitis coincident with dianeal pd4 ambuflex (dianeal pd4 sys ii w/ (B)(4)) and extraneal viaflex (extraneal viaflex sys ii) therapies. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex (dianeal pd4 sys ii w/ (B)(4)) (2000ml, frequency not reported) and extraneal viaflex (extraneal viaflex sys ii) (2000ml, frequency not reported,) intraperitoneally for peritoneal dialysis (pd). On an unreported date, the patient experienced a break in aseptic technique. On (B)(6) 2011, the patient experienced bacterial peritonitis manifested by cloudy effluent and was admitted to the hospital. The severity was considered moderate. On (B)(6) 2011, the patient began remedial therapy with vancomycin (7g, every third day, route not reported), and gentamycin (40mg, once daily, route not reported). On (B)(6) 2011, the patient ended remedial therapies with vancomycin and gentamycin. On the same day, the patient recovered from the event of bacterial peritonitis with (B)(6), and was discharged from the hospital. It was not reported whether the patient was retrained in proper aseptic technique; therefore, the outcome for the event of break in aseptic technique is unknown. Dianeal pd4 ambuflex and extraneal viaflex therapies were reported as ongoing. The nurse reported that the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 ambuflex or extraneal viaflex therapies, and did not provide a statement of causality for the event of break in aseptic technique. The nurse reported that the cause of the peritonitis was due to a break in aseptic technique.

Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.